Event description:
A malfunction alarm was reported, identified by a specific code, but it was resettable. The impact on the customer's blood glucose level is unknown, as the customer declined to answer regarding blood glucose levels exceeding certain limits. Technical support provided guidance on resetting the pump and assisted the customer in performing the reset, after which the malfunction did not recur.